Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Event description:
Litigation papers allege that patient began to suffer from increasing severe pain in her left thigh and groin soon after her surgical recovery period ended. It is also alleged that the patients physician took x-rays and told her that she had an obviously loose acetabular cup that requires a revision surgery to correct. Update: (B)(6) 2012. Plaintiffs fact sheet (pfs) received (B)(6) 2012. Added femoral head product.